Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the reported error "low vacuum" prior to use. The fse found that the safety disk was not properly seated into the iabp, he re-seated the safety disk and the unit operated normally. He also, found that the safety disk was expired and required replacement. He then, performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm. There was no patient involvement, and no adverse event reported.

Event description:
N/a.